Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 4 of 5 on the homechoice machine(hc). The home patient(hp) stated they were moving the hc to another room and the tubing got caught on a drawer handle. The hp stated that bag fell and disconnected. The hp stated they already cycle power. The technical service representative(tsr) assisted the hp to clear the alarm. The hp contacted this writer and left a voicemail on (B)(6) 2011. The hp stated that he had accidentally hit the bag and knocked it off the table. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was the supply bag falling and disconnecting. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.